Manufacturer narrative:
(B)(6). The beckman coulter (bec) field service engineer (fse) performed a high sensitivity system check which failed the foam portion. The fse noted aspirate probe number one (1) was not aspirating correctly. The fse replaced the aspirate probes and associated peristaltic pump tubing. The fse verified instrument performance by running a passing high sensitivity system check and quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction. Aspirate probe number one (1) was not aspirating fluid out of the reaction vessels appropriately leading to inefficient washing.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for three (3) patients on the unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer repeat tested two (2) of the patient samples twice on the same unicel dxi 800 access immunoassay system and obtained erratic results. The customer repeat tested same the same two (2) patient samples on an access 2 immunoassay system (serial number (B)(4)) and obtained results within the normal reference range of the assay. The customer was unable to provide access accutni+3 results for one (1) patient designated as patient number three (3). The initial elevated access accutni+3 result for one (1) patient, designated as patient number one (1) was reported outside the laboratory. The customer issued a corrected report. The initial elevated access accutni+3 results the other two (2) patients were not reported outside the laboratory. The customer was unaware of any change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was within the customer's established limits prior to and after the reported event. Samples are collected in lithium heparin plasma tubes. Samples are centrifuged at 3000 revolutions per minute (rpm) for four (4) minutes. The customer did not note sample integrity issues.